Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and noticed the display was damaged. The right hinge of the iabp was broken and the inside chase was bent. Additionally , the ribbon cable pins to the lcd screen were also bent. To fix the issue, the fse replaced the spacer, the display monitor cable to the lcd, the lower hinge cover, the right hinge, the bracket, inside badge label, and the cardiosave label. The fse then calibrated the iabp and performed a functional and safety checks to meet factory specifications. The iabp passed all the tests and was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had clarity issues around the upper display area. There is a black spot on the lower left-hand side of the display. The black spot is causing a portion of the text to be illegible. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.